Event description:
Additional information was received indicating a firmware reset was performed on the device to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.